Event description:
The fork allegedly came off the wheelchair. End user stated that the wheel was allegedly loose and when she picked the chair up the caster allegedly fell off. This same caster was allegedly adjusted by (B)(4) back in (B)(4) 2011. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model crf crossfire t6 serial number/date (B)(4) is approximately 1 year old. The user manual part number 1134872 (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The fork allegedly came off the wheelchair. End user stated that the wheel was allegedly loose and when she picked the chair up the caster allegedly fell off. This same caster was allegedly adjusted by (B)(4) back in (B)(4) 2011. No injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00871. Device, model #crf, serial #(B)(4) was returned for an evaluation. Product was approximately one year old. Maintenance history is unknown. The chair was heavily used. The casters had hair and thread wrapped around the bearings. The casters did not rotate freely. The left caster head tube was stripped. Unknown if this was done when routine maintenance was performed on the caster (B)(4) prior to the incident. A loose caster would have resulted in fluttering and the consumer should have sought immediate maintenance. The brakes also did not work. This incident is due to a lack of maintenance and user abuse. Operator's guide has instructions on the proper and safe use of the product. (B)(4) has been initiated for this issue. Model crf crossfire t6, serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1134872 rev c (may-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.